Event description:
The issue with the "green sludge" within the ebb compartment resolved with exchange of the ebb. A cause of the "sludge" was not identified. The patient was deemed stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the system controller¿s backup battery compartment was confirmed via analysis of the submitted photo. Visual inspection of the submitted photo revealed that a green fluid substance consistent with fluid ingress was on the backup battery ribbon cable and backup battery compartment of the system controller. No alarms were reported in association with the event. The system controller (serial number (B)(6) was not returned for further evaluation. A reason/cause for the "sludge" was not identified. The backup battery would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 8 of the IFU ¿equipment storage and care¿ and section 6 of the patient handbook, ¿caring for equipment,¿ explain how to properly care for the equipment. Section 4 of the patient handbook, ¿living with the heartmate 3,¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there appeared to be fluid ingress in the battery compartment of the system controller. There was no malfunction of equipment or alarms noted. Most of the green was able to be cleaned off. A photo was submitted, and the options were to clean off the sludge or proactively change the backup battery (ebb).